Event description:
Device 1 of 2 reference MFR. Report #1627487-2015-06237 it was reported the patient was experiencing ineffective stimulation and had her scs system explanted on (B)(6) 2015 in order to have a contraindicated procedure completed to determine placement for a scs paddle lead. The patient underwent additional surgical intervention on (B)(6) 2015 at which time a new scs system was implanted and effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
Results: the complaint for ¿ineffective stimulation¿ was not confirmed. As received, the two (3186) octrode leads were returned in two segments that were consistent with explant damage. As the leads were returned cut, they could not be fully analyzed. Functional testing of the terminal segments was performed by measuring continuity between the electrodes and the end of the corresponding cut wires. Continuity testing for the lead did not reveal any electrical opens, and passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06237.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.